Manufacturer narrative:
The suture and the stent were not returned for evaluation. Visual examination of the push catheter found that the suture hole was deformed and torn distally. There were two slight bends in the working length of the device. A functional evaluation found that the guide catheter could be inserted into the push catheter but resistance was felt, most likely due to the bends in the working length. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
In 2006, it was reported to boston scientific corporation, that a procedure using a flexima biliary system occurred. According to the complainant, while passing the stent through the papilla, it was noted that the stent suture was cut. The device was removed and another flexima biliary stent system was used to complete the procedure. There were no complications and the patient's condition was reported as "ok."